Event description:
A patient reported to a baxter clinical coordinator (cc) on (B)(6) 2008 that he presented a peritonitis event on (B)(6) 2008. The cc was notified about this event when she was giving a reinforcement of the product handling to the patient (on (B)(6) 2008). The hospital did not notify this situation to baxter previously, and no additional information was obtained from the patient. The patient mentioned that he was using dianeal solution of concentration 1.5%. The patient was not hospitalized, but was provided treatment with antibiotic (cetriaxone 1g for 20 days, amikacin 100mg for 3 doses and vancomycin single dose).

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report # (B)(4). The total number of events being summarized on this MDR are 5. These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning - letter chi-07-10. A 510k number will not be provided in the MDR as this is an international code for distribution outside of the u.s. But is being reported as it is the same as or similar to a code distributed within the u.s.